Event description:
Additional information was received indicating that the high impedance was first observed on (B)(6) 2012. X-rays were taken on (B)(6) 2012 and the results showed "discontinuity of one of the two leads". Therefore, a full revision was completed on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Suspect medical device, lot number, corrected data: this information was not known at the time of the initial report. Device manufacture date, corrected data: this information was not known at the time of the initial report.

Manufacturer narrative:
Date of event, corrected data: the additional information provides the date the high impedance was first observed as (B)(6) 2012. The previous reports inadvertently reported the incorrect dates.

Manufacturer narrative:
Type of report , corrected data: the initial report inadvertently did not include that this is a '30 day report.' Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient was referred for generator replacement surgery due to the battery reportedly being at end of service, per the neurologist's office. The implant card was later received by the manufacturer on (B)(6) 2012, which revealed that the patient had generator and lead replacement surgery on (B)(6) 2012 due to "lead discontinuity." Lead impedance following generator replacement was not reported. Follow up with the company representative revealed that he attended the surgery. He performed pre-operative diagnostics which revealed high lead impedance. He reported that he believes the neurologist observed high impedance prior to the date of surgery, but the exact date is unknown. The surgeon indicated that the patient was referred for lead replacement due to high impedance and elected to replace the generator as well at this time. The surgeon did not see a lead fracture in surgery or any area of suspicion. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. It is unknown if any x-rays were taken prior to surgery. Attempts for additional information have been unsuccessful to date. The explanted products are being discarded, as the explanting facility does not return explanted products. No additional information was provided thus far.

Manufacturer narrative:
.